Manufacturer narrative:
Upon further review it has been determined that this event is not reportable. The awareness date of this event is after this device was received and repaired by the manufacturer, which makes this event out of scope of recall z-0472-2021; therefore, this MDR is being cancelled. The event is covered under the total knee arthroplasty mako system risk table, hazardous situation ¿user is not provided adequate indication for registration confirmation¿ that the highest potential severity of harm is s1.

Event description:
Mics handpiece status check failed. Mics handpieces not working. Case type / application: tka.

Event description:
Mics handpiece status check failed. Mics handpieces not working. Case type / application: tka.

Manufacturer narrative:
Reported event: an event regarding registration fails involving a mako mics was reported. The event was confirmed. Method & results: the failure is confirmed as it is under the scope of nc. Product evaluation and results: handpiece mics ¿ 209063-r ¿ serial# (B)(4). Inspected and determined failure of the following test steps: 7.1.3 pivot handle lock test ¿ pivot mechanism is stuck. 7.1.5.3.4 tn 0835 cable functional (new cable) -n/a. Original description not confirmed. Disposition: rtv. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.